Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Pump was received with blank display, unable to perform self test, displacement test, active and sleep current measurements. Unit was received with broken case from battery threads along battery compartment exposing internal components. Battery tube is missing from unit. The following pcba 1 damages were noted: missing j7 battery connector and loose j6 battery connector. The following reservoir tube damages were noted: partially broken retainer ring and cracked reservoir tube lip. The following damages were also noted: missing display window cover, cracked keypad overlay, pillowing keypad overlay, missing serial number label, scratched case, and keypad overlay texture damage. In summary, customer allegation for cosmetic damage at back of the pump was confirmed during visual inspection. Blank display confirmed due to missing j7 connection and loose j6 connection on pcba1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack at the back of the pump. The event involved product(s) mmt-1885. Troubleshooting was performed and indicated pump replacement. No further patient complications were reported. Mmt-1885 was requested and customer response was the device was returned.